Manufacturer narrative:
Event: the affected quantity of one (1) has been updated to two (2). Evaluation conclusion code: previously submitted 61. Corrected to 4315. The second device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Possible suspected lot dr17k17060 manufactured on november 18, 2017. Possible suspected lot dr18f20062 manufactured on june 21, 2018. The device was received for evaluation. A visual inspection via naked eye was done and observed that the male luer was separated from the tubing. Upon closer inspection the tubing was observed to have solvent present and the solvent mark meet product specifications. The reported condition was verified. There are current controls in place to prevent and detect the reported condition. The cause of the issue was determined be an end user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot #'s reported: dr17k17060 or dr18f20062. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set separated between the luer lock and the tubing. The "total parenteral nutrition (tpn) line half the extension set (line and caps) were found lying on the floor and the connection piece on the extension set remained attached to the patient". This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.